Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis and investigation conclusion of the reported event. The root cause of the reported issue was not identified. Probable causes include: the video processing board temporarily malfunctioned. The device failed to convert the input signals into the suitable state. Some impact was applied to the subject device by other devices. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. During the call with the user and tac (technical assistance customer) support engineer, the user moved the device to another room and when turned it on, it does not have a signal. The user was then advised that since the user was using wireless, it needs a line of site. The user then rebooted the device by turning off and on. Once completed, the device showed an image and the reported issue was resolved. It is unknown the root cause of the reported failure. The device issue was resolved by rebooting the system. Device is functional and no further issue was reported.

Event description:
It was reported that during preparation for use the device exhibited no image. There was no patient involvement on this reported event.